Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, after firing the device, only a single donut was received with staple line defect. The donut was incomplete. The staple line was noted intact intra-operatively and the leak test was negative. The patient is on a regular follow up basis. She has a diverting stoma that has not been closed after three months. The patient's rectal examination showed persistent defect in the staple line of the rectal anastomosis and a contrast study showed an active contrast leak. Surgical time was extended over thirty minutes. The patient could not be extubated in the immediate postoperative period due to prolonged surgery and was kept on elective mechanical ventilation and was extubated one day post-op. There was no tissue loss. There was no tissue damage. There was no blood loss of over 500cc.